Manufacturer narrative:
Correction: following the replacement of the keyboard, a medtronic representative went to the site and tested the equipment. The navigation system was noted to have passed a system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system outside of a procedure. The rep indicated that while logging on to install software the rep noticed the keyboard was no longer responding to user input. The rep connected the keyboard to a known functional usb port and the keyboard still did not function. There was no patient involved with this issue.

Manufacturer narrative:
Additional information: representative reported that replacing the keyboard resolved the issue and the system was functioning normally. If information is provided in the future, a supplemental report will be issued.